Event description:
It was reported that patient went to the hospital two weeks after the inflatable penile prothesis (ipp) surgery as device was not functioning properly. A revision surgery was performed, during which was confirmed that the reservoir had a hole. The pump and reservoir were replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The reservoir was visually examined, and leak tested. Testing of the reservoir found a leak in the shell consistent with the fatigue found at the corner of the fold. The pump was visually and microscopically examined. Microscope examination identified contamination within the pump. Therefore, the pump was not functionally tested. Based on the analysis results of the device, the reported event is confirmed. The reported clinical observations were most likely due to the reservoir shell having a leak due to fatigue in the wear of a fold.

Event description:
It was reported that patient went to the hospital two weeks after the inflatable penile prothesis (ipp) surgery as device was not functioning properly. A revision surgery was performed, during which was confirmed that the reservoir had a hole. The pump and reservoir were replaced. After the revision surgery there were no further patient complications reported.